Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values it received from the sensor. The ilet was appropriately triggering device and cgm glucose alerts based on those cgm values. The dexcom g7 cgm sensor was replaced on (B)(6) 2024 at 7:07 pm. Cgm glucose values went below range on (B)(6) 2024 at 1:02 am and remained low until the device was powered off on (B)(6) 2024 at 11:15 pm, apart from 5 cgm readings above 70 mg/dl throughout that period. Insulin dosing was suspended when the cgm glucose first went below range, except for one basal dose delivered in response to one cgm glucose reading of 146 mg/dl. There is no device data available until (B)(6) 2024, when the device was powered back on. The cgm sensor was replaced and insulin dosing resumes. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended. The exact event date is unclear, but it is possible that this prolonged cgm-measured hypoglycemic period without insulin dosing was caused by an inaccurate cgm and lead to this hyperglycemic event. However, we cannot say this with any certainty without an exact event date or bg values to compare against cgm readings.

Event description:
On 5/20/24 a beta bionics clinical diabetes specialist (cds) was notified by a healthcare provider (hcp) that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka). The exact event date was not reported. The hcp reported the user's dexcom g7 continuous glucose monitor (cgm) readings displayed normal but then the user vomited. The user checked their bg, and it was 500 mg/dl. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.